Event description:
On (B)(6) 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure performed on (B)(6) 2008. According to the complainant, the prolieve thermodilatation system (refurbished) had a "heat exchanger (hxc) heating plate need replacement" error message. The physician aborted the procedure. No patient complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on (B)(6) 2009, revealed an MDR-reportable malfunction of physitemp being out of tolerance. The manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
Patient's exact age is unknown; however, the patient's age has been reported as over eighteen years old. (B)(4) other (out of tolerance). During functional analysis of the returned prolieve thermodilatation system (refurbished), the unit was powered on at 39 degrees for one hour; temperature stays constant and there were no error messages. Functional testing reveals that physitemp modules 1, 2, 3, and 4 were out of tolerance. The physitemp modules were replaced. The complaint was not confirmed as the manufacturer was unable to duplicate the reported event. (B)(4).